Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm replace battery now. Customer's blood glucose at time of incident was 8.5mmol/l. Customer stated that this is the second occurrence replace battery now with a low battery warning. The customer was advised that the device would be replaced and may continue to wear the pump until replacement arrives if they insert a new battery.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed the pump alarmed low battery then alarmed 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.